Manufacturer narrative:
Device not returned.

Event description:
It was reported that a power source alert occurred, and the pump battery could not be charged. Customer¿s blood glucose level was 145 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.